Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had occurred alarm 113 (water temperature control degradation alarm). Per review of wo on 15dec2025, there was no patient involvement. Per sample evaluation results received via task on 26jan2026, it was reported that there were 2 component failures, the chiller pump and chiller assembly.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed chiller assembly. The device was evaluated upon receipt. During evaluation it was found that the chiller assembly had failed. The chiller assembly was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had occurred alarm 113 (water temperature control degradation alarm). Per review of wo on 15dec2025, there was no patient involvement. Per sample evaluation results received via task on (B)(6) 2026, it was reported that there were 2 component failures, the chiller pump and chiller assembly.